Event description:
Boston scientific crm received information that this patient passed away on an unspecified date. Information received from a family member of this patient reported that there were concerns that the device may have contributed to the patient's death. Shortly after the allegation, the family member noted that the death was not the devices fault, but rather the patient's body rejected it.

Manufacturer narrative:
The local area sales representative spoke with the patient's physician, who was unaware of the patient's death and noted that the device had no performance issues per the clinic where it was followed.